Event description:
Information received by medtronic indicated that insulin pump was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. On (B)(6) 2022 customer called in with the following concern: white screen and pump had a big crack on the back. P-cap locked in place properly during testing. After battery installation unit gave an solid white / blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceed it by cutting unit open and perform visual inspection of connectors and electronic assembly. Bleeding lcd display was also noted during visual inspection. Solid white screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to download history files and traces using thus due to display anomaly. Unit also received with cracked case (battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion unit received with unexpected blank white solid screen due to broken traces on lcd between controller and image area. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.